Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, the device blacked out when the erbe electrosurgical unit (esu) was activated. The device was connected to a boom and the video cable was frayed. There is no reported harm to any patient. Addendum jun 16/2022: upon an electrical tape being placed around the frayed part of the cable, the no image issue was resolved. Customer will be replacing the cable.

Event description:
Addendum jul 25, 2022: event took place during an unknown therapeutic procedure. When during the procedure the event took place is not known. There was no delay in the completion of the procedure. The procedure was completed with the same device. The patient did not need to be given additional anesthesia. Device was inspected prior to the procedure with no anomalies noted. There were no alarms or alerts received at the time of the event.

Manufacturer narrative:
Additional information has been received from the customer. The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records and communication. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at the time of shipping. Per the reported information by the customer, there was no device malfunction or abnormality. The event occurred due to a worn out video cable. The issue was temporarily resolved by covering the cable with an electrical tape. Customer is replacing the video cable.